Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 appeared to be shut off. The customer received assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system logs which indicated that usm 4 had been disabled by user action and that errors were reported by usm 4 indicating motor axis and communication faults. The tse advised customer that usm4 could be reenabled by power cycling the system, but the error might reoccur. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with the customer-reported complaint. The instrument was analyzed and was confirmed via error log as having occurred in the field. The unit was tested on an in-house system and failed in normal mode (error 31226) replicating the reported problem. The unit was also tested on a testing platform, and the fiber test passed. However, the usm fiber power trend showed the clock spring fiber as a decaying fiber intensity.

Event description:
Refer to h10/h11 for follow-up information.